Event description:
Vent alarming - panic type alarm - patient removed from vent immediately and ambued. Vent reads to remove from service immediately - safety valve open. Vent removed from service and traded out for new vent. No harm to patient. Sats 98% through out incident.======================manufacturer response for covidien puritan bennett 840======================puritan bennett/covidien technician came in and completed the repair. He replaced the bd bd and updated/calibrated software. Clinical eng performed est and sst, both tests passed. Returned to service.